Event description:
A report was received from the affiliate indicating that during a coronary stenting procedure balloon ruptured occurred. The target lesion was the proximal to mid left anterior descending. The lesion was de novo. The vessel was highly calcified and moderately tortuous. There was 99% stenosis. Pre-dilation was conducted using a 2.5x20 mm ryujin balloon. A 3.0x18 mm cypher stent was delivered to the target lesion although there was difficulty delivering due to the calcification, picking technique was conducted with rotablator. Then the cypher was positioned for implant, and the cypher was being inflated, when the balloon ruptured at 5-6atm and the pressure would not increase. Therefore, the physician stopped applying pressure and retrieved the entire sys from the pt. Then the stent was post-dilated with a 3.0x15 mm quantum balloon and sufficient stent apposition was confirmed at the target lesion. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease.

Manufacturer narrative:
Please note: device is distributed outside the us. However, it is similar to the us product. Any add'l info will be submitted within 30 days of receipt.